Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. A battery cap was not returned with the pump; a test battery cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that a piece of the pump casing came off of the battery compartment while the user was securing the battery cap. The battery cap secured to the pump, however the yellow o-ring was allegedly visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.